Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that the patient was in the hospital due to a bad infection. The patient representative (rep)stated that yesterday, the patient had a high fever and was unresponsive. The rep had to call an ambulance to come get the patient. The patient had methicillin-resistant staphylococcus aureus (mrsa) in their knee for a month, couldn't get control of it, and they were giving the patient antibiotics, but it didn't seem to help. They thought the patient may have an infection somewhere else in their body. The rep mentioned that the patient was getting antibiotics 2x per day via a pic line. The patient has been having sweats, chills, clammy, irritated, twitching - withdrawal symptoms. The patient was hooked up to an intravenous therapy (IV) dilaudid. However, the IV dilaudid did not last if what they were getting in the pump and their back was not hurting them. The patient pulled the IV out because they wanted to go home.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.